Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, dexcom technical support advised international distributor to test the alert functionality and international distributor reported alerts were not functional.

Manufacturer narrative:
(B)(4).